Event description:
During preparation, it was reported the balloon could not be deflated after inflation test. The device was not used in the patient.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded. (B)(4).